Manufacturer narrative:
Additional narrative: (B)(6). Device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the angle attachment device became unusually warm. It was not reported if the device was used in a surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as may 24, 2016 on the initial report. It has been updated as may 30, 2016. Additional information: the previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (jul 21, 2015) the device was manufactured. The actual device was returned for evaluation. Reliability engineering evaluated the device and found the device had worn components: bearings. It was noted that the sleeve bearings were damaged and could not be mounted to the tool, and the drive shaft is worn. It was also noted that the device failed pre-repair diagnostic tests for thimble lock operation and cutter insertion. Therefore, the reported condition of the device becoming unusually warm was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.